Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connecta q-syte wht was deformed. The following information was provided by the initial reporter: "when opening a package, septum was sunk. The issue was reported from ICU."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9218846 and all related sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, six picture samples were received for evaluation by our quality engineer team. Through examination of the pictures, the top of the septum component was observed pushed within the body component. The pictures also reveal residual septum material and adhesive deposits on the rim of the top body component. This residual material and adhesive indicates that a sufficient bond of the septum was provided at the time of production. Based on the investigation results, an exact cause could not be determined for this incident; however, this type of defect most commonly is attributed to incorrect usage or excessive actuations.

Event description:
It was reported that connecta q-syte wht was deformed. The following information was provided by the initial reporter: "when opening a package, septum was sunk. The issue was reported from ICU."

Event description:
It was reported that connecta q-syte wht was deformed. The following information was provided by the initial reporter: "when opening a package, septum was sunk. The issue was reported from ICU."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 9218846 and all related sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three picture samples were received for evaluation by our quality engineer team. Through examination of the pictures, the top of the septum component was observed pushed within the body component. Through examination of the pictures alone, it is not possible to determine if there are adhesive deposits on the body component, which would indicate that a sufficient bond was made at the time of production. Based on the investigation results, an exact cause could not be determined for this incident; however, this type of defect most commonly is attributed to incorrect usage or excessive actuations. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h.10.